Manufacturer narrative:
Correction to the initial MDR in field additional suspect medical device components involved in the event: model: sc-4316 serial/lot: (B)(4)description: next generation anchor kit-sterile sc-2352-70 sn (B)(4): the complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that all cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the clik site fracture locations. The broken cables resulted in the reported complaint of high impedance. Sc-4316 lot 19249163: the eyelet was torn, and there was no missing silicone material.

Event description:
A report was received that the patient underwent a lead replacement procedure due to high impedances which caused inadequate stimulation and uncovered pain. The patient was doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-2366-70 serial/lot: (B)(4) description: linear 3-6 lead, 70cm.

Event description:
A report was received that a revision procedure was performed to address high impedances and uncovered pain. During the revision procedure the cervical lead was exchanged, the physician also reported accidentally cutting the thoracic lead. The thoracic lead was also replaced.